Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline and showing blank screen from the user end. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer checked the power and turn on and troubleshooted problem with station having a black screen and found printer was continuously printing black paper and confirmed with customer all worked properly. The system functioned as intended after the field service engineer troubleshot the device.